Event description:
MFR of instrument trays are providing unacceptable sterilization instructions for standard hospital sterilization cycles. Some companies are not able to provide sterilization cycles in writing when requested. Sterilization instructions are for single or dual insert sets prevacuum cycle 121 degrees + 3 degrees c for 15 minutes; same set prevacuum cycle 132 degrees +3 degrees c for 14 minutes or multiple insert sets prevacuum 132 +3 degrees c for 40 minutes.